Event description:
Revision of tibial insert. Details of revision were not provided to the MFR.

Manufacturer narrative:
The contribution of the devices to the reported experience could not be determined as the devices were not available for eval. Additionally, the product specific identification numbers were not provided, precluding a review of the device history record.